Event description:
The pt was admitted with a diagnosis of ascending cholangitis. The physician performed an endoscopic retrograde cholangiopancreatography (ercp). During the procedure, a large stone was noted in the cbd. The physician performed a sphincterotomy and used a balloon device to try to extract the stone. He was unsuccessful with the balloon. The physician then utilized the cook memory soft wire basket, captured the stone, then was unable to either move the stone or remove the basket. The pt then had to be transferred to another facility for intervention.